Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) buttons were non-responsive. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tested the iabp and was unable to confirm the issue. The fse advised the customer there was no apparent issue with the iabp. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) buttons were non-responsive. No patient harm, serious injury or adverse event was reported.